Manufacturer narrative:
E1: initial reporter facility name: (B)(6), e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the input pressure sensor of a prismaflex st100 set was observed to be ruptured and leaked blood during continuous renal replacement therapy, which caused a self test failure code 1 alarm on the prismaflex machine. Treatment was discontinued and the blood was returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, a photograph of the sample were provided for evaluation. Visual inspection of the provided photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.